Event description:
On (B)(6) 2023, patient arrived for a controller fault alarm. Css came bedside, interrogated the hvad, and retrieved data. Logfiles showed that the controller fault alarm was due to the internal battery's end of life. Css contacted cardiology, and cardiology approved performing a controller exchange to resolve the issue. At 1243, performed the first controller exchange with the hvad controller using an ac adapter as the initial/primary power source (per hw IFU). The lvad attempted to ramp up, but the pump could not restart. Then a controller failure alarm occurred. The pump was off. A second controller exchange was performed with the secondary controller. The same scenario happened with this controller, as well. Css attempted to restart the pump using the start button on the hw monitor and to press the buttons on the controller, but the pump did not restart. Css tried to restart the pump with three new controllers and two controllers that the patient was issued at the implant of the hvad pump. The pump did not restart. The patient remained stable and alert during the events. All controller exchanges are finalized with a controller failure alarm as well. Css preformed all the controller's exchanges per medtronic hw IFU. Serial#: pump: (B)(4), controllers: (B)(4), power a/c: (B)(4). Reference report: mw5115605, mw5115606, mw5115607, mw5115608, mw5115610.